Event description:
It was reported that the patient experienced a jolting sensation from her device. She thought her lead may have moved. She turned down her device. The company representative confirmed that the patient was implanted with a permanent device and she was fine.